Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported that there was no insulin drops during the fill tubing. Customer used new cartridge and infusion set prior to calling. Blood glucose levels were not impacted. Tandem technical support could not perform troubleshooting because customer had already changed the cartridge as well as the infusion set.

Manufacturer narrative:
(B)(4).